Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after the user¿s first self-performed infusion set change, blood glucose rose to 357 mg/dl by morning, and customer care provided troubleshooting and education, including guidance to replace the infusion set, avoid ¿fake meal announcements,¿ and consider cartridge replacement; the user resumed insulin delivery and glucose decreased to 219 mg/dl, with no device alerts reported and no back-up insulin administered. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included customer care troubleshooting and remote coaching for infusion set and cartridge change procedures. Investigation of this case revealed no confirmed device malfunction or alert behavior and suggested user technique or infusion site/set issues as plausible contributors, with subcutaneous insulin delivery resumed after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.